Event description:
A malfunction was reported with a pump by a caller. The customer¿s blood glucose level remained within a normal range and did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, which successfully resolved the malfunction, and the customer was advised to continue using the pump and to call back if any further issues arose.